Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Low bg causes were not known. The customer's wife provided assistance and the customer consumed glucose tablets and carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.